Event description:
There was no pt involved in this event. This device malfunctioned because the device was depleting pad-paks.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2012. On (B)(6) 2012 the device failed a self-test due to a low battery. The pad-pak was changed and the device power cycled on (B)(6) 2012. There is evidence of voltage fluctuations throughout the history log and they mainly correspond to the change in temps. An investigation was carried out on the device and no fault was found for the reported problem of the device depleting pad-paks. The installed pad-pak from lot 621 performed as expected for 34 months before giving a low battery warning. However routine testing of the device pogo-pins revealed voltage fluctuations. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.